Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller stated pt reportedly received results of 18.3 mmol/l and 7.0 mmol/l within 10 minutes on the inform system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.